Event description:
During a ureteral stone retrieval procedure, this distal tip of the grasping forceps detached inside the renal pelvis and urater. The physician reported that the forceps tip separated from the attached wire after several retrieval attempts (likely 3-4 attempts) the detached tip was successfully retrieved from the patient, and the procedure was completed with another device. There were no reported patient complications or adverse effects as a result of this event.